Event description:
A clinical study was reported following a glaucoma filtration device (gfd) implant procedure, patient with hypotony maculopathy right eye. Severity noted to be mild, resolved with no surgical intervention. Iop low at 3 today start lubricant and antimicrobial qid od. Iop od remains at 2 today. Globe formed and no choroidals on b-scan. Decrease lubricant to bid, and antimicrobial . Iop better, but with hypotony maculopathy on mac oct d/c lubricant od, -now iop up to 6 mmhg, minimally vascular bleb. This was reported through a retrospective clinical trial and all available details have been provided in the attached source documents. No additional information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of iop decreased and macular degeneration therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).